Manufacturer narrative:
This type of event has been previously investigated. Gastrointestinal bleeding is an expected adverse event related to lvad therapy and identified in the IFU. A device malfunction cannot be confirmed. Trending will continue to monitor for any change in performance. No further information was provided. The patient remains ongoing on the device. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of the device was 1 month. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2018. It was reported that the patient experienced gastrointestinal bleeding. An esophagogastroduodenoscopy was performed and 5 clips were placed.